Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative indicated that the device will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient with an implantable neurostimulator for the treatment of parkinson's disease and movement disorders. It was reported post-operatively the device was explanted due to infection. The issue was resolved at the time of report. The patient was alive without injury. No further complications were reported or anticipated.